Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, the following information was received: received information as following from sales rep via phone today. After investigation, the patient underwent lateral episiotomy suture in the hospital on (B)(6) 2026. The surgeon used the suture (v5170h) for tissue suturing (the specific suturing tissue level and suturing method were unknown) during the surgery. The intraoperative suturing was smooth. On (B)(6) 2026, the patient returned to the hospital for reexamination, and complained of lower body pain. The doctor found through examination that 1 * 1.5 white subcutaneous induration was observed at the top of lateral episiotomy due to incomplete absorption of suture. After local cleaning and disinfection, the doctor continued to observe. No subsequent adverse event reports were received.

Event description:
It was reported that a patient underwent a delivery surgery procedure on (B)(6) 2026 and suture was used. Post-op, on the 21st day after delivery surgery, the mother came to the hospital for treatment and informed the doctor of lower body pain. After the medical examination, it was found that the suture was not absorbed, resulting in a 1 * 1.5 white subcutaneous induration at the top of the perineal incision. After local cleaning and disinfection, the doctor continued to observe. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient¿s recovery? If yes, please provide medication name, route and dose. - please provide the source or name of person providing answers to follow-up questions: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.